Manufacturer narrative:
The cartridge blood set from this incident was discarded. Retained samples from the same lot number 12n157304, were submitted for visual inspection, functional test and leak tests, there were no failures detected.